Manufacturer narrative:
B3 date of event: estimated as the event date was not provided.

Event description:
It was reported that the iceball grew larger during passive thaw. The patient was being treated for a breast tumor. The icefx cryoablation system and an icesphere 1.5 cx 90 degree needle were for selected use. Initially, the I-thaw mode was not working on any port. After troubleshooting, the issue was resolved, but then after 5 minutes of freezing, the issue occurred again. The fault codes 80-30 and 40-08 were received. The user pressed the pause button; however, the needle kept freezing and the iceball continued to grow. They waited a few minutes with no changes to the system. Frost was observed on the device and a burn was observed on the skin of the patient. The argon gas was shut off. The needle was removed from the patient. The procedure was completed. The burn was treated with silver sulfadiazine cream. The patient was reported to be ok and there were no further complications.

Event description:
It was reported that the iceball grew larger during the passive phase. The patient was being treated for a breast tumor. The icefx cryoablation system and an icesphere 1.5 cx 90 degree needle were for selected use. Initially, the I-thaw mode was not working on any port. After troubleshooting, the issue was resolved, but then after 5 minutes of freezing, the issue occurred again. The fault codes 80-30 and 40-08 were received. The user pressed the pause button; however, the needle kept freezing and the iceball continued to grow. They waited a few minutes with no changes to the system. Frost was observed on the device and a burn was observed on the patient's skin. The argon gas was shut off. The needle was removed from the patient. The procedure was completed. The patient's skin was treated with silver sulfadiazine cream. The patient was reported to be ok and there were no further complications.

Manufacturer narrative:
B3 date of event: estimated as the event date was not provided. Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device analysis findings: this icefx cryoablation system was received and analyzed. The console was pressurized to approximately 3000 psi as part of functional testing. It was observed that the pressure readout for channel 1 was steadily increasing before opening all channel solenoid valves as part of system leak test and continued during testing. An error code 80-30 was triggered and was unable to insert any needles into channel 1 as the accumulated pressure was sufficient to exert pushback. The system was vented and reperformed freeze-thaw cycles with all channels occupied. Error 80-30 remained, and another error 40-08 was also now encountered, which disabled I-thaw functions as a result. The solenoid stack valve and pins for channel 1 was removed and inspected. No debris was found but the tip of the plastic pin was found to be worn. After cleaning the pin and reinstalling the solenoid stack, the pressure for channel 1 was slowly increasing when console was pressurized. The plastic pin was replaced and the pressure for channel 1 was no longer increasing, thus confirming the reported failure was related to the worn pin. Secondary observations included cord safety retention failing to lock power cord during mechanical inspection of the console. Risk review: a review of the icefx cryoablation system was completed and confirmed that the event of 'burn, third-degree' was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'cause traced to component failure'.